Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon on the day of placement at an ICU. It was later reported, that after a pretest was performed the catheter was inserted into the bed-ridden patient for urine drainage and taped on her femoral area by surgical tape. A leak test was performed against the dislodged catheter, and water leakage from around the balloon was confirmed.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon on the day of placement at an ICU. It was later reported, that after a pretest was performed the catheter was inserted into the bed-ridden patient for urine drainage and taped on her femoral area by surgical tape. A leak test was performed against the dislodged catheter, and water leakage from around the balloon was confirmed.

Manufacturer narrative:
The reported issue (it was reported that the catheter fell off from the patient's body with a deflated balloon on the day of placement at an ICU. Per additional information: after a pretest was performed, the catheter was inserted into the patient for urine drainage and taped on her femoral area by surgical tape at an operating room. The patient was bed-ridden. A leak test was performed against the dislodged catheter, and water leakage from around the balloon part was confirmed) was confirmed, as manufacturing related issue. During the visual evaluation of the returned device no obvious defects were observed. During the functional evaluation the returned catheter was inflated with air and blue water and no issues were found inflating or deflating the catheter. The balloon was left inflated with a mix of 10cc of blue of methylene with tap water and after an hour leakage was observed from the drainage eyes. The catheter was bent from the middle and tried inflating the catheter and saw lumen to lumen leakage. The "cut on the inflation lumen wall and drainage lumen (inside the funnel)" was caused during the funnel molding process due to that the operator spins the inflation pin when loading and unloading the piece. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use."